Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys cea assay, elecsys ca 19-9 immunoassay, elecsys tsh assay, elecsys ft3 iii, elecsys ft4 ii assay, and elecsys total psa results for 10 patient samples with a cobas e 801 analytical unit. Sample 1: the initial cea result was 0.3 ng/ml. The repeated result was 1.3 ng/ml. Sample 2: the initial tsh result was 0.01 uiu/ml. The repeated result was 2.51 uiu/ml. Sample 3: the initial cea result was 0.4 ng/ml. The repeated result was 5.8 ng/ml. The initial ca19-9 result was <2.0 u/ml. The repeated result was 25.7 u/ml. Sample 4: the initial cea result was 0.3 ng/ml. The repeated result was 3.2 ng/ml. Sample 5: the initial cea result was 0.3 ng/ml. The repeated result was 1.4 ng/ml. Sample 6: the initial tsh result was <0.005 uiu/ml. The repeated result was 1.77 uiu/ml. The initial ft3 result was >32.5 pg/ml. The repeated result was 2.6 pg/ml. The initial ft4 result was >7.77 ng/dl. The repeated result was 1.03 ng/dl. Sample 7: the initial cea result was 0.5 ng/ml. The repeated result was 112 ng/ml. Sample 8: the initial cea result was 0.3 ng/ml. The repeated result was 3.7 ng/ml. The initial ca19-9 result was <2.0 u/ml. The repeated result was 26.5 u/ml. Sample 9: the initial cea result was 1.4 ng/ml. The repeated result was 47.8 ng/ml. The initial ca19-9 result was <2.0 u/ml. The repeated result was 657 u/ml. Sample 10: the initial total psa result was 1.54 ng/ml. The repeated result was 222 ng/ml. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer found a damaged reagent probe tubing and replaced it. The investigation is ongoing.